Event description:
The pt reported that the "seal" fractured and lodged just below the right knee and required surgery for removal. Add'l complications may have resulted from the surgery. The breathing tube inserted for the surgery damaged the trachea resulting in coughing up blood for approx two weeks. The pt returned to the emergency room three days post-op and pneumonia was diagnosed. The pt spent three days in the hosp for treatment, including two units of blood. The surgical incision to extract the seal took several weeks to heal. The physician reported the angio-seal was deployed properly but hemostasis was not achieved. Manual compression was applied to obtain hemostasis.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg specification prior to shipment. Based on the info received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.